Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage at site on (B)(6) 2024. The infusion set had been in use for approximately one day. No further information is available.